Event description:
It was reported that during shoulder "arthroscopic" capsular surgery, the metal plate on the head of the wand came off and remains inside the patient¿s shoulder. X-ray was performed to the patient and confirmed the piece inside. A backup device was available to complete the procedure with no significant delay or patient injuries. No revision surgery planned.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows a detached screen/electrodes with discoloration/contamination and scuff/scratch marks on the spacer and cap. The suction line was tested and performed as intended. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was connected to a compatible quantum 2 controller and was activated by foot pedal device in saline solution at the default and max settings. The device produced plasma on only one(1) spot of the electrodes at ablate/coag, min/max settings; the complaint was verified but the root cause could not be determined with certainty. Factors of the cause are: (1) overloading and not adhering to the desired set-point (2) vacuum range for saline not in range (3)rate of ablation (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, the metal plate on the head of the wand came off and remains inside the patient¿s shoulder. X-ray was performed to the patient and confirmed the piece inside. A backup device was available to complete the procedure with no significant delay or patient injuries.